Event description:
On the event date, the pt reported that he noticed his infusion tubing was broken at the luer lock when he attempted to bolus 22 units of insulin. The infusion tubing had been in use for 1 day. His blood glucose was elevated to 400 md/dl. His normal blood glucose level is 75-125 mg/dl. He stated that he wears his infusion device in a case and he tapes the infusion tubing to his body. He does not recall the tubing getting caught on anything and he did not notice insulin leaking. Upon f/u three days later, the pt reported that his blood glucose returned to normal after changing the infusion tubing. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.